Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 16781005. Product family: scs-linear leads, upn: (B)(4) model: sc-2366-70, serial: (B)(4), batch: 16536643. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 16640968. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 16536642. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 16536642. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure in which a new stimulation system was implanted. It was noted that the patient was experiencing inadequate stimulation and that the leads may not have been in the target area. At the time the patient indicated that he was unable to control the stimulation of the previous system. It was noted that the possible cause of the inadequate stimulation could be scar tissue.